Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address loosening of the cup, hip pain, and elevated metal ion levels. Update: 7/28/2015. Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup, pain, metallosis, and elevated metal ions. The stem is being added to the complaint.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified two other reports found against the cup lot code. A search of the complaints databases identified no other reports against the remaining femoral stem product/lot code combination. Previous review of device history records identified no related manufacturing deviations or anomalies. X-rays and medical records were previously received and reviewed. Additional records were received. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).